Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2 - dob and age in years at time of event d4 - catalog, exp date, serial, UDI d6a - implant date h4 - mfg date h6 - component, inv type, findings, conclusion codes d10: concomitants: (B)(6) 02-020-11-0350 - truliant ps cem fem ps cem right sz 5. (B)(6) 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. The following sections were corrected: b5 - right knee initially implanted in (B)(6) 2018, revision occurred approximately 6 years 3 months post. D6a - date correction. D10 - prior reported concomittants no longer applies.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-022-35-4513 - truliant tib imp ps insert sz 4.5 13mm. (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5. (B)(6), 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6), 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack. (B)(6), 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported that a male patient, initial right knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2024, approximately 5 years 11 months post the initial procedure. The patient presented with complaints of pain. They were revised to a competitor¿s devices due to the recall. Recalled poly indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available due the recall, the hospital will not release them. An image of the explanted devices was provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to the reported pain, or due to the inclusion of the polyethylene in the packaging recall. Wear of the insert could not be confirmed from the provided images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.